Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise. Patient reported falling in (B)(6) 2019 and possibly landing on the implantable cardioverter defibrillator. Physician decided to replace the lead due to possible inappropriate therapy and possible lead insulation breach. Lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.